Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee left superficial femoral artery. After a non-bsc guidewire passed through, a 2mm x 40mm x 145cm coyote es balloon catheter was advanced for pre-dilatation. However, during inflation at specified pressure, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications nor injuries were reported.